Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump malfunctioned. It was reported that insulin pump received a motor error alarm. It was also reported that insulin pump was able to rewind and there was not motor position encoder error in alarm history. Customer reported that drive support cap was indented. Customer reported that battery longevity was short and even when battery was changed, insulin pump showed that battery was low. Customer was in the hospital due to a stroke. Customer was wearing insulin pump at the time of hospitalization. Insulin pump was reviewed and found that a week's worth of data was missing and it was believed that customer did not get insulin for a week. Data showed that battery was changed on (B)(6) 2016 and date and time were changed on (B)(6) 2016. Caller was advised that change of date and time cause discrepancy in date and time and that insulin pump was used on days in question with incorrect date and time.